Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct375 17.0 diopter intraocular lens (iol), used with a 1mtec30 cartridge, was implanted in the patient's operative eye on (B)(6) 2017. Post-operatively, the next day, the patient presented with symptoms of toxic anterior segment syndrome. The patient was treated with steroids and is doing well with a full recovery. No additional information was provided. This report captures the event for the iol. A separate report is being submitted for the cartridge.